Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the right ventricular (rv) lead was dislodging and unable to implant due to helix failure to stabilize within the myocardium. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.